Event description:
The pt experienced recurrent pseudomeningoceles around the catheter site in the lumbar spine and she had lack of effect from the intrathecal baclofen therapy. The pt elected to have the system removed in favor of an alternate (non-implantable device) therapy. The pt recovered without sequela.